Event description:
The patient suffered a fractured bone when trialing.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot number required to retrieve the device history records for reviewing was not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Provided information stated patient's poor bone quality was a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.